Manufacturer narrative:
Received - 2x propex ii measuring wire a102900000500. 1x propex ii propex ii eur a102800000000 sn: (B)(4). Propex ii measuring wire. Various cable problem. Bad electrical contact in the wire. Propex ii kit pcb tft chassis. Defect. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a propex ii apex locator was giving incorrect measurements; no injury resulted.